Manufacturer narrative:
Reliability analysis inspected 2 opened and used enlite sensors. Visual inspection was performed and 1 of the 2 sensors had a broken cannula and a broken part attached to the adhesive pad. Customer had returned the open and used sensor; therefore it was not possible to confirm the customer received the sensor in the condition that they claimed. The other remaining sensor went through the bicarbonate buffer test. The sensor failed per specifications with noisy readings detected. The lab transmitter was checked for proper use and operation using tool. The transmitter passed per specifications.

Event description:
Customer reported that 3 sensors did not blink when connected to the transmitter. Troubleshooting for the transmitter not blinking when connected to the sensor was performed. Customer has called before about the transmitter not blinking when connected to the sensor. Customer advised that they tested the transmitter with the test plug and that worked on the 3rd sensor and this is the current sensor that the customer is wearing. Customer was advised that the sensor would be replaced and agreed to return the product for analysis.